Event description:
It was reported impedance measurements of >4000 ohms was measured on electrode #2 on the lead of the patient's implantable neurostimulator (ins) system. The patient was reprogrammed around the electrode with the high impedances. The event was noted as on-going. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3487a, lot #v004661, implanted: (B)(6) 2006, explanted: unk. Lead: model 3487a, lot #v004661, implanted: (B)(6)2006 explanted: unk. Extension: model 748295, serial #(B)(4), implanted: (B)(6) 2006, explanted: unk. Extension: model 748295, serial #(B)(4), implanted: (B)(6) 2006, explanted: unk. This device was being used in a clinical trial noted as g030070.